Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased impedances of greater than 1470 ohms, loss of sensing and loss of capture, and as a result was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed at 190mm from the terminal pin, and the proximal segment only was returned. There were no discernible set screw marks noted on the returned portion. The clinical observations could not be confirmed by analysis. This damage was determined to be procedurally induced.